Manufacturer narrative:
A device history record (DHR) review for each of the trocar component lots was conducted. According to the DHR reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The DHR review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No additional anomalies were identified. No additional investigation is required based on device history. A complaint history examination indicates this is the (B)(4) complaint received against the components of the reported lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars were leaking during a vitrectomy procedure. The procedure was completed by replacing the product. There was no patient harm. Additional information and product sample have been requested.